Event description:
It was reported that the patient presented to the clinic on (B)(6) 2024 with a positive driveline infection, positive for serratia. Their computed tomography (CT) scan was negative. Two blood cultures were negative, and an abscess to driveline site was noted. The patient was given oral antibiotics. The patient was later admitted on (B)(6) 2024 for intravenous (IV) antibiotics as the oral was resistant. IV cefepime was given, a CT scan showed super abscess to driveline. The patient then underwent a washout on (B)(6) 2024 and was deemed stable for discharge on (B)(6) 2024, with IV cefepime to be taken until (B)(6) 2024. The patient was readmitted on (B)(6) 2024 for an antibiotic reaction. The patient was receiving cefepime when the reaction occurred and was changed to merrem (meropenem). Two blood cultures had been taken and were negative. The patient's chest and abdomen CT was also negative. The patient was to receive merrem until (B)(6) 2024. They were deemed stable for discharge (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section b2: corrected. Section d4, model number, catalog number: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.